Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfay3121 showed (B)(4) other similar product complaints from this lot number.

Event description:
It was reported that user had to change a navarre 8f catheter a couple of day post insertion due to a crack in the hub. No patient harm was reported. This reported addresses catheter two.